Event description:
The physician was attempting to implant a complete se iliac peripheral bare metal stent in the target lesion. Device was inspected and prepped prior to use with no issues noted. Lesion was pre-dilated. No resistance noted during delivery to the lesion or with accessory equipment. The stent was optimally positioned across the target lesion prior to attempted deployment; however, difficulty was encountered during deployment. The physician removed the device and found it was kinked (distal of the delivery system close to the stent). The physician changed another device to complete the surgery. No patient complications reported. Evaluation summary: a kink was visible on the retractable sheath 9.4cm proximal to the sheath tip. Visual inspection of the device handle confirmed the red safety clip was present on the returned device. Review of the blue slider/front grip confirmed a gap of approximately 1.5cm between the blue slider and the front grip. The first distal stent segment had prematurely deployed .visual inspection confirmed that the distal stent markers were further advanced than the distal catheter marker band. Review of the inner member confirmed that no detachment had occurred which could have resulted in the partial stent deployment. The stent was deployed without issue and there was no damage evident on the stent.

Manufacturer narrative:
Results: related to operational context-deployment difficulty <(>&<)> kink most likely to be procedural related. Conclusion: operational context caused or contributed to the event-deployment difficulty <(>&<)> kink most likely to be procedural related. (B)(4).